Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
An endurant ii stent graft system was implanted in the patient for the endovascular treatment for an unknown size aaa. It was reported that approximately 33 months post index procedure, the patient presented emergently with an imminent rupture. CT showed a rupture due to a type ia endoleak. Emergency evar was performed where an etcf2828c49ej was implanted in the central side of the main body, it was reported the endoleak was persisting on the rear wall side, two non-mdt excluder 28-5mm cuffs were additionally implanted, it was reported the first excluder "was blown" to the peripheral end therefore a second excluder was required. The procedure as completed with no sign of endoleak. Per the physician the cause of the event was under sizing. No additional clinical sequalae were reported and the patient is fine.